Event description:
The company was informed that the patient experienced extreme pain when using device. External equipment was exchanged and programming adjustments were made; however, the issue was not resolved. Reimplant surgery has been scheduled.